Event description:
It was reported the device powered on with a self test error and then locked up. After battery was removed, biomed stated that device powered up to default settings. The biomed recycled the power several times and the device always powered up to default settings. Another device was used. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.